Event description:
It was reported that after the pt was revised for infection, the pt's soft tissue stretched out, and he subsequently dislocated. A closed reduction was attempted, but his soft tissue compliance is such that his shoulder will not stay reduced. Revision surgery options are being considered.

Manufacturer narrative:
This report will be amended when our investigation is complete.